Event description:
The customer reported "blood squirted after blood draw, cap replaced." Patient care unit was pacu. There was no report of patient harm or medical intervention. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). The product has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation is completed.